Event description:
A nurse reported that during surgery, two knives from the custom pak did not cut. There was no pt impact reported. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause for the dull knife experienced by the customer cannot be determined. There have been no changes to the mfg process that would contribute to the damaged blades. All knives are 100% insp by trained operators using a minimum of 10x magnification during MFR. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).